Manufacturer narrative:
Manufacturer's investigation conclusions: the reported event was confirmed and reproduced during testing of the returned centrimag motor (sn (B)(4)). The returned motor was evaluated and tested by the service depot under work order #(B)(4). The reported complaint was confirmed and duplicated during their testing. The motor was connected to a test console and flow probe. Upon startup the console immediately alarmed with a motor disconnected: m2 alarm. Continuity testing of the wires in the motor's cable revealed intermittent open connections in drive phases a1 and b1 as well as bearing phases a2 and b2 connections when the cable was manipulated at the motor end bend relief. This damage had the potential to result in the reported rotor noise as well as the observed motor disconnected: m2 alarms. Although the root cause of the observed cable damage could not be conclusively determined, it appeared to be a result of repetitive bending or twisting of the motor's cable during use. The defective motor was scrapped. Corrective action (CAPA) has been initiated to investigate and address similar reports related to motor cable damage. The returned motor was manufactured prior to the implementation of the CAPA. Reports of similar events will continue to be tracked and monitored. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event occurred at hospital (B)(6). The device is expected to return for evaluation. It has not yet been received. The centrimag motor is not a single use device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was being supported with a ventricular assist device for acute support. It was reported that when they moved the motor cable, the centrimag rotor started to make a noise. The motor was exchanged to another motor. There were no patient consequences. No further information was provided.